Event description:
It was reported that an ilet charging pad had intermittent charging and difficulty staying on despite attempts with multiple outlets, and the user was unsure whether the issue involved the cable or the device power port; a replacement charging pad was requested. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included replacement supplies shipped and completion of troubleshooting and education with no alerts or alarms. Investigation included user troubleshooting focused on power supply, cable, and charging interface. Investigation of this case revealed a suspected charging accessory or connection malfunction affecting power transfer without impact on device therapy or user health. It was concluded, based on previously established findings for similar reports, that the cause was likely component or connection failure of the charging system.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.